Manufacturer narrative:
Physio-control evaluated the customer's device and observed that the device had displayed a white screen. After replacing the user interface pcb and flex assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for repair. Upon inspection, physio-control observed that the device had displayed a white screen. In this state, the device would have been in a lock up condition and defibrillation energy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center further evaluated the removed part and determined that the cause of the reported issue was due to a cracked and shorted capacitor, c181 on the user interface pcb assembly.

Event description:
A customer had sent in their device for repair. Upon inspection, physio-control observed that the device had displayed a white screen. In this state, the device would have been in a lock up condition and defibrillation energy would not be available, if needed. There was no patient use associated with the reported event.